Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the intraocular lens (iol) did not cause the event. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the crack was noted in the optic. Additional information has been requested and received stated that there was no cartridge issue, there was no issue with injector, the lens touched the eye, but there was no patient injury.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).